Event description:
Received report of overinfusion via pressure monitoring line. A pediatric pt was brought to the ICU for status asthmaticus and an arterial line started to monitor lab work. An IV bag of 500cc with heparin 1 u/cc was hung at 2200 with a pressure cuff. When the nurse checked the bag at 1100 on 10/29, 250cc of the IV bag had been infused. No intervention was required, no pt harm reported.